Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed elevated power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification due to deviations in the front housing disc curvatures, and failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, these deviations in the front housing disc curvature are not expected to impact pump performance. Considering that the returned device passed functional examination, the friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient reported increase in ventricular assist device (vad) flows and powers with intermittent "high watt" alarms. The patient denied any heart failure symptoms, dizziness, lightheadedness, or hematuria. Thrombolytic therapy was unsuccessful as the patient did not recover in terms of vad function. He subsequently underwent pump exchange. The event was reported to have resolved on (B)(6) 2016. The primary investigator deemed the event related to anticoagulation therapy, possibly related to the device, and unrelated to the implant procedure and patient condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient's inr = 1.7 on (B)(6) 2016; patient was instructed to start lovenox, however he did not take lovenox for unknown reasons. The inr = 3.0 on (B)(6) 2016. The vad coordinator indicated that the patient called the on call service stating that he was having high watt alarms. The patient was advised to go to his local emergency department. The patient was then transferred to the implanting center. The international normalized ratio (inr) was 2.2 on admission ((B)(6) 2016). Lactate dehydrogenase (ldh) = 800 at the hospital, ldh = 1248 on admission (B)(6) 2016. The patient was started in a heparin drip and integrilin on (B)(6) 2016. The patient was given tissue plasminogen activator x 2 doses on (B)(6). The patient's powers continued to increase. No improvement in pump function. The patient was readmitted to the hospital for a planned pump exchange on (B)(6) 2016 by thoracotomy approach. It was stated that thrombus was confirmed in the left ventricle (lv) upon removal of previous pump, additional time spent excising all visible clot from the lv. Unable to confirm thrombus inside pump, however suspected. Smooth case, 31 min cardio pulmonary bypass time, no fs. End to end ofg anastomosis approx. 3-4 inches from pump housing. No additional information available.